Event description:
It was reported that the patient had an allergic reaction to the pleurx drainage adhesive in the kit. Patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Therefore, the investigation result is inconclusive for the reported incident. Based on the available information we are not able to identify a root cause at this time. H10: b3: date of event was not provided. Therefore, date of awareness, 01/28/2025 was entered instead in the date of event field. B5 (describe event or problem), d2 (procode: dwm, png), g4 (date received by manufacturer), g5 (PMA/510(k): k160437, k160450, k201155), g7 (follow up # - 1), h2 (correction, additional information), h6 (component code). H11: e4 (FDA notified?), h6 (type of investigation, investigation findings, and investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. H10: date of event was not provided. Therefore, date of awareness, 01/28/2025 was entered instead in the date of event field. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the patient is having an allergic reaction to adhesive in the kit. Patient status was not provided. Verbatim: rcc received a complaint via email. Email(s) attached. Auth said the patient is having a allergic reaction to adhesive in the kit. It is unclear if the lot number was requested. No additional information provided. Product number: 507510.